Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/25/2017 with the following findings: the battery compartment was cracked at the threads to the left side of the grip pad down to the seal. The up arrow keypad button was under responsive. All other keypad buttons were responsive to user input. The keypad was torn at the up arrow button. The keypad was removed to find the up arrow button contact was inverted. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the keypad was damaged and under responsive. This report is made based on results of investigation completed on 05/25/2017.